Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) confirmed that the device had entered safety mode and subsequently returned to normal operation. Ts explained that safety mode functions as a protective backup with limited capability and, while recovery is possible, device replacement and return for analysis were recommended given that the device had less than three months of remaining battery longevity. No adverse patient effects were reported. This pacemaker remains in service.